Event description:
It was reported that there was a leak from the drain bag of a capd disconnect y set. This occurred during use of the device for continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a cut located on the port to the drain bag. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from the port of the drain bag. The reported condition was verified. The cause of the condition was related to manufacturing possibly caused by a weak or busted spring on the port seal die's tube holder not allowing the tubing to seat correctly in the designated spot thus causing the port to pinch during the welding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.